Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and pelvisoft were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2008 due to stress urinary incontinence concurrent with a hysterectomy with bilateral salpingo-oophorectomy , repair cystocele and rectocele, cystoscopy and meshes were implanted. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that patient underwent revision of mid urethral sling on (B)(6) 2015, due to sling extrusion and hematuria. No additional information was provided.